Event description:
It was reported that one of the patient's leads had high impedance on multiple contacts. Surgical intervention was undertaken on (B)(6) 2023 wherein the patient's impeded scs lead was explanted, replaced, and therapy was restored.

Manufacturer narrative:
Section b3: event date is estimated. The allegation is against one of two leads; however, it is unknown which leads, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: octrode lead, model: 3186, UDI: (B)(4), serial: (B)(6), batch: a000046528.

Manufacturer narrative:
The event of high impedance was reported to abbott. One of the patient's leads had high impedance on multiple contacts. Surgical intervention was undertaken wherein the patient's impeded scs lead was explanted, replaced, and therapy was restored.the results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.